Event description:
Epidural placement at l3-4 level during labor. Pt c/o calf pain at initial insertion. Needle redirected and catheter threaded without incident. Post delivery, with attempt at epidural catheter removal, approx 9.5 cm of the catheter broke. Unable to retrieve remaining portion via small excision and exploration with hemostat in lumbar area insertion site. Orthopedic consult and literature review. MFR called by anesthesia department.